Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. The pod was returned with the adhesive pad on the bottom housing. No damages or defects were found on the adhesive pad, bottom housing and the fluid path components that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined. Pod download data showed an 0x69 hazard alarm generated, indicating occlusion during runtime (threshold exceeded at end of bolus). The actual cause of the hazard alarm generation could not be determined. Generation of hazard alarm stopped the delivery of insulin. During inspection, both the rotational sensor springs were found leaning inwards. Bit it could not be conclusively determined if it linked to the generation of hazard alarm.for your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 24 mmol/l (432 mg/dl), while wearing the pod between 24 and 36 hours on the hip/buttocks. It was noted that the cannula looked bent. As treatment for the hyperglycemia, a new pod was applied.